Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It is was not reported when this occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.